Event description:
It was reported that the customer received multiple occlusion alarms during bolus delivery. After receiving an alarm, the customer changed out the cartridge and insulin delivery was resumed. The customer's blood glucose level was not impacted. Trouble shooting with tandem technical support found the current supplies (cartridge adn tubing) functioned as expected.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.